Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of flow issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd as lvp 20d 2ss cv there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: medication was hung on secondary line. Rn noted medication rapidly dripping into primary IV bag. Primary tubing clamp and medication, medication administered. Line then disconnected from patient and set aside for testing.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd as lvp 20d 2ss cv there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: medication was hung on secondary line. Rn noted medication rapidly dripping into primary IV bag. Primary tubing clamp and medication, medication administered. Line then disconnected from patient and set aside for testing.